Event description:
It was reported that the ventricular channel on the analyzer generated a message that its impedance was out of specification - high. It was noted that multiple cables were tried. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the analyzer was out of limits. It was noted that the connector had several disturbed (broken) pins and that it would not be repaired due to a lack of parts. The device was to be scrapped and saved for failure analysis and a replacement was recommended. (B)(4).